Event description:
It was reported that a spectrum pump powered off without user input. The problem occurred upon power up at the nursing office. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump did not turn off turn without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a corroded rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.